Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download retrieved and attached. Customer¿s complaint was confirmed for receiver inaccurate cgm values due to the evidence was found in receiver log within the investigation window. A probable cause could not be determined via data. No additional event or patient information is available.